Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in the kidney during a stenting for obstructive ureter stone procedure performed on (B)(6) 2016. On (B)(6) 2016, it was found that the stent was calcified and was unable to be removed. Extracorporeal shock wave lithotripsy (eswl) will be needed to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.